Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the gasket has become unseated in the lead set. There was no reported patient incident injury.

Event description:
The customer stated that the roll stand fell on nurse. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.